Event description:
The customer reported that the knife blade did not work. There was no pt injury. The clear insulation was missing and not returned.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted. Add'l questions in regard to the incident have also been asked.